Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices with reported issue are captured under separate medwatch reports.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with five proglide devices using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture did not capture the arterial wall and came out with the knot formed. This occurred with all five devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore hole and the aaa interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.